Event description:
It was reported that the customer received a continuous glucose monitor error 42. Technical support provided pump reset instructions and the customer declined further assistance regarding the issue.